Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent a buccal grafting of a maxillary defect with rhbmp-2/acs, plasma rich in growth factors (prgf), and allograft under titanium mesh and with gingival advancement. Ten days post-op, the patient began to have vestibular swelling and now has a non-suppurative "angry" incisional area. The surgeon confirmed that the patient did not have an infection, and the swelling resolved. No other patient complications were reported.